Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to no capture. Fluoro revealed that the lead was no longer in the atrial appendage with a j shape, rather it was straight and appeared unattached. Should additional information be received, this file will be updated.